Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was inserted into the leg and would not activate. They swapped out the generator and cord to trouble shoot and the device still did not work. A replacement device was used with the power supply to complete the procedure. The hospital did not report any patient effects. The product is returning. The hospital reported that the event occurred within the last month.